Event description:
Per the independent repair center, the customer alleged problem is the front panel is broken. The key failure is the control panel is damaged. Additional malfunction is the horn has no alarm.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.